Event description:
Surgeon implanted a lens. The lens would not release from the cartridge as the surgeon was implanting the lens. The lens was partially implanted in the eye. The lens was removed whole without enlarging the incision. It was unk what cause the lens not to release. The inejector model was unk, the cartridge model that was used was a sfc-25 fp. The facility was unable to provide the lot numbers for the injector, cartridge and foam tip plunger.